Event description:
The customer stated the had a "speaker malfunctioning error" on the device. The device was in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that he had a "speaker malfunctioning error" on the device. The device was in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.